Manufacturer narrative:
A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient's contact reported that the cycler displayed a drain complication message. Approximately two hours later, the patient was taken to the emergency room and admitted with peritonitis. Upon follow up with the patient's nurse it was stated that the patient recovered from the peritonitis and has since transitioned to hemodialysis.

Manufacturer narrative:
Clinical evaluation: a temporal relationship exists between ccpd therapy with the liberty cycler, fmc cassette and the reported event of peritonitis which required hospitalization. However, there is no documentation or indication the liberty cycler or fmc cassette caused or contributed to the event of peritonitis. The etiology for the patient¿s peritonitis event is unknown. It was reported the patient was non-complaint with their medication regimen, however it is unknown to what extent this information relates to the event. Therefore based on the information available, causality cannot be determined. Should additional information become available, the need for a clinical investigation will be re-evaluated accordingly. Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's contact reported that the cycler displayed a drain complication message. Approximately two hours later, the patient was taken to the emergency room and admitted with peritonitis. Upon follow up with the patient's nurse it was stated that the patient recovered from the peritonitis and has since transitioned to hemodialysis.